Manufacturer narrative:
Brand name - the correct brand name is sterrad sealsure chemical indicator tape common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202. A field service engineer (fse) was dispatched to customer site. The fse did not find any issues with the unit. The fse ran a validation kit with a biological indicator and the result was negative. The fse confirmed the sealsure tape turned yellow during another cycle. Unit meets specifications and was returned to service on 09/26/2016.

Event description:
A customer reported the sterrad sealsure chemical indicator tape did not change color correctly after a completed sterrad 100s cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad&#59411;sealsure chemical indicator tape not changing color correctly.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and concomitant product evaluation. The DHR was unable to be reviewed as the lot number was unavailable. Trending analysis by lot number was not reviewed as the lot number was not available. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. The concomitant sterrad® 100s was tested by a field service engineer. The unit was in working condition and no maintenance was required. The assignable cause could not be determined due to insufficient information. The issue will continue to be tracked and trended.